Event description:
It was reported that while using the surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 28,281 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber cap was found to have a radial fracture at output window of cap. The fiber is fractured distal to fiber/cap fusion zone. The fiber proximal to fracture rotates freely from the metal cap; the fiber distal to the fracture remains intact. The metal cap exhibits crystalline residue and contamination, likely biologic, on the cap surface. Glass shards are present in the interior part of the metal cap at the output window and in the interior portion of the glass cap at the adhesion zone. Based on the analysis, the fiber/cap could result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.